Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose ws 253 mg/dl. During troubleshooting, it was found that infusion set was occluded. Customer was advised that reservoir and infusion sets would not be replaced. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.